Manufacturer narrative:
(B)(4).

Event description:
It was reported that on "(B)(6) 2025, in department of anesthesiology, (B)(6) hospital, the doctor found swg kinked during use on the patient." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire. Signs of use in the form of biological material on the guidewire were observed. The guidewire was observed to have two kinks, one proximal to the distal j-bend and another at the proximal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire was located 26mm and 544-567 mm from the distal tip. The overall length of the guidewire measured 600 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guidewire product drawing. The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The guide wire passed through both components with minimal resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guidewire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire was kinked in two locations, one towards each end of the guidewire body. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, in department of anesthesiology, tieling central hospital, the doctor found swg kinked during use on the patient." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".